Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 08 april 2025,senseonics was made aware of an incident where user reported of receiving glucose suspend alert which led to early sensor removal. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Manufacturer narrative:
The user complained about receiving persistent glucose suspend alerts that began on (B)(6) 2025 and continued throughout the sensor wear duration. The sensor was received with the hydrogel damaged, which was likely caused by excessive force during the removal process and deemed not related to the user's complaint. In-house testing of the returned sensor showed noisy sensor readings, most likely due to the damaged hydrogel. A review of the raw sensor data showed depressed signal levels. The potential root cause of this issue could be related to the in vivo state of sensor hydrogel, which could not be reproduced during the returned product analysis testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The user was offered a sensor replacement as a resolution. B4. Date of this report: 06 july 2025. D9. Device available for evaluation? Yes, on 30 june 2025. G3. Date received by the manufacturer? 6 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.